Event description:
It was reported that insulin gauge displayed amount different than customer expected earlier in day, with pump showing around 60 units while customer believed there should have been about 180 units based on cartridge volume and use. There was no adverse impact to the customer¿s blood glucose level. Customer had already refilled tubing before contacting support, then obtained fill estimate of about 120 units and was satisfied, and technical support provided education on proper troubleshooting steps, explanation of meaning of plus sign on display, and encouragement to call again if concerns arose, although customer was somewhat resistant to further troubleshooting and no additional device details were obtained.